Event description:
A (B)(6) female patient contacted zoll customer support to report that the patient's monitor would not power on. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation monitor sn (B)(4) has been completed. The reported problem (wil not power on) has been confirmed. As received, the monitor would not power on. Upon investigation the monitor showed segmentation faults while performing the flash memory test. The cause of the inability to power on is the flash memory failure. The cause of the flash memory failure has been isolated to flash components (u102 and u105) on the computer analog (ca) board. The flash memory components had intermittent bga connections. The intermittent connection is likely du to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but he fractured connection may have been accelerated through rough handling. A root cause investigation is underway. No adverse even resulted form the defective memory. The patient received replacement monitor.